Event description:
It was reported that during a bladder stone procedure, the console shut down completely. It was restarted, turned key switch and makes sounds like it wants to power on but won not. Patient was stable under general anesthesia, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.